Manufacturer narrative:
(B)(4). No iabp part or recorder strip was returned to teleflex chelmsford for investigation. The reported complaint of iabp helium loss alarm is not able to be confirmed. The pump has been serviced by a teleflex field service engineer, and the reported issue could not be duplicated. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends. Other remarks: the field service engineer (fse) serviced the iabp and ran the iabp for one hour in various modes and triggers, no alarms occurred. The iabp checked "ok" to go back into service.

Event description:
It was reported that a helium loss alarm occurred on the intra-aortic balloon pump (iabp) during transport. The iabp was not swapped out and the patient made it to the destination. There was no patient complications or death reported.

Manufacturer narrative:
Qn#: (B)(4). Other remarks: the field service engineer (fse) serviced the iabp and ran the iabp for one hour in various modes and triggers, no alarms occurred. The iabp checked "ok" to go back into service.

Event description:
It was reported that a helium loss alarm occurred on the intra-aortic balloon pump (iabp) during transport. The iabp was not swapped out and the patient made it to the destination. There was no patient complications or death reported.